Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during an infusion on (B)(6) 2017 in the "medicine west" care area. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported 'turns off after beginning of delivery' was not reproduced. Improper shutdown messages were not found in the event history log. The device was tested and found to operate as designed with the battery and power cord separately. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.